Manufacturer narrative:
Additional information: although the product was received on 09 feb 2018. The complaint information and clarification was provided on 12 mar 2018 when the information was submitted by the sales representative. The product was evaluated and there were no issues found with the product as described below. Device evaluation: the iab was returned with the membrane completely unfolded and the one-way valve attached to the catheter. No blood was visible on the catheter. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was prepped with negative prep and unable to advance through the sheath. The iab was not used. A new iab was used. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was prepped with negative prep and unable to advance through the sheath. The iab was not used. A new iab was used. There was no reported injury to the patient.